Manufacturer narrative:
Device evaluation: the device related to the reported event rupture, wrinkling, malposition, inflammation/irritation, crease folding of implant and capsular contracture was received on march 05, 2024, with lot number 2040533. Based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Wrinkling: observed wrinkling on the device. Malposition: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Crease folding of implant: observed creases on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported implant rupture, silicon perspiration, folds, waves, rotation, inflammation and capsular contracture, baker grade iii. The device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported implant rupture, silicon perspiration, folds, waves, rotation, inflammation and capsular contracture, baker grade iii. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: e1 phone no.: (B)(6). Fax no.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported implant rupture, silicon perspiration, folds, waves, rotation, inflammation and capsular contracture, baker grade iii. The device has been explanted. This relates to the left side.